Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Territory business manager states chair will still mover even when the charger is plugged in.